Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01 serial# (B)(4)) stockert 70 system (model# m-5463-01 serial# (B)(4)) cool flow pump (model#unknown serial# (B)(4)) lasso navigational eco catheter (model# d-1343-01-s, lot#17097501l) soundstar 3d catheter (model# m-5723-05, lot#s1413618). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. It was noted that this patient had a medical history of a small pericardial effusion that may have contributed to this event. During the procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and approximately 200ml of fluid was removed. The patient was reported to be in stable condition and in route to the ICU. Additional information was received regarding the event. A transseptal puncture was performed with a non biosense webster needle. The event occurred during the ablation phase, but it is unknown at which ablation site the perforation occurred. The patient did require extended hospitalization for an extra day. The physician¿s opinion regarding the cause of this adverse event is that the physician wasn't quite sure if he had perforated the coronary sinus (cs) or the roof of the left atrium (la). He had some high gram force in the left with the smart touch bidirectional catheter. The patient received heparin during the procedure to maintain the act around 350 seconds. There was no error messages observed on biosense webster equipment during the procedure. Settings during the event include: power mode ¿ 35watts, 45 degree cutoff (unsure of the parameters at the time of the event / irrigation flow setting ¿ 30ml/ min. The power was not titrated during ablation. An 8.5fr st jude sl1 sheath was used during the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. During the procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and approximately 200ml of fluid was removed. Additional information was received regarding the event. The physician¿s opinion regarding the cause of this adverse event is that the physician wasn't quite sure if he had perforated the coronary sinus (cs) or the roof of the left atrium (la). He had some high gram force in the left with the smart touch bidirectional catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.